Event description:
The medium olive (tip) failed to come out with the introducer and vein. The pt presented a week later with a lump but no pain. The olive was then removed under a local. Pt has the olive, the introducer was discarded post-op.

Manufacturer narrative:
That part of the device actually used on the pt was discarded by the user. However, other, similar parts from the used device were returned to co. These parts were visually inspected and no discrepancies noted. The parts were then subjected to mechanical pull-testing and conformed to or exceeded expectation. Co is unable to duplicate the reported failure. Since the actual device parts used on the pt were not returned to co, co is unable to make any conclusions.